Event description:
It was reported that the right ventricular (rv) lead dislodged the night of implant. The lead was removed due to patient preference. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).